Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a 300ml infusion of arsenic trioxide (13mg in 250ml of d5w) was programmed to infuse at 131.5ml/hr for a duration of 2 hours however after approximately 40 minutes the bag was noted to be empty along with the 100ml flush bag of ns. There was no patient harm. Received a copy of the customer's medwatch report from FDA, which states ¿occurred at angel outpatient infusion center. Arsenic trioxide 13mg in 250ml dsw (total volume 263ml) over 2 hours hung at 0903. At approximately 0945 medication was completely infused. Three rn's double checked settings, pump was programmed appropriately. Patient was monitored for vasomotor reaction, no injury, patient allowed to go home."

Manufacturer narrative:
Concomitant medical products: 250ml baxter bag, ndc (B)(4), lot p367797; exp. Mar19, 13mg arsenic trioxide injection. 250ml d5w. The customer¿s report of an arsenic trioxide infusion completing sooner than expected was not confirmed. Physical inspection noted the device to be in good condition. Analysis of the pcu event log shows on (B)(6) 2017, the user programmed a basic infusion (no drug information available) for a duration of two (2) hours and a vtbi of 300ml. The infusion started at 9:06am with a calculated rate of 150ml/hr. 50 minutes later, the user paused the infusion and then channeled off the device. The infusion ran for 49 minutes and 35 seconds; the total calculated volume infused was 123.8ml, this should have left 139.2ml of medication in the primary bag and set. The primary set tubing was received broken and separated from the drip chamber; a leak at this junction would cause the flush bag to empty, as reported by the customer. The customer previously denied that any leaking occurred, and it is not known if the separation occurred during transport.; therefore the broken/separated tubing is considered to be an incidental finding. The check valve was operating properly. Rate accuracy testing was performed and device was within specification. The root cause of the customer¿s report of an arsenic trioxide infusion (along with a flush bag) completing faster than programmed was not determined.

Event description:
(Continued from mw): pm performed on pump by paul bacca, biomedical engineering. Activity log reviewed. Originally thought that module programming reverted back to previous fluid, it was not clear that this was true.